Event description:
The customer reported the latron control conductivity coefficient of variation (cv%) was recovering high on a coulter hmx hematology analyzer with autoloader. Patient samples were not processed by the instrument during this event. There were no impact to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the rf preamp was defective and replaced the part to resolve the high cv%. As part of troubleshooting, the fse replaced the sample line from the mixing chamber to the flowcell and cleaned under the laser. (B)(4).